Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device is pending return. The investigation is currently underway.

Event description:
It was reported that during an attempt to create the arteriovenous fistula in medial ulnar vein and ulnar artery, the catheters allegedly failed to align. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot number was provided and a device history records (DHR) review was performed. The lot met all test release criteria. Nothing was found to indicate a manufacturing related cause for this event. Investigation summary: a sample evaluation was performed. Received one wavelinq catheter system. A kink was noted on the distal magnet array on the arterial catheter. A kink was noted on the distal magnet array on the venous catheter. The magnet arrays aligned and coapted. The investigation is inconclusive for failure to align due to the fact that the actual conditions of use could not be replicated. The investigation is confirmed for material deformation due to the fact that the catheter and magnet array were found to be kinked. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d10, g4, h6 (device) h11: h3, h6 (results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an attempt to create the arteriovenous fistula in medial ulnar vein and ulnar artery, the catheters allegedly failed to align. The procedure was completed using another device. There was no reported patient injury.